Manufacturer narrative:
Product investigation is in progress.

Event description:
[Tampon] leaving a large amount of the fibers inside of me - vagina [foreign body in reproductive tract] pain vagina [vulvovaginal pain]. Vaginal dryness [vulvovaginal dryness]. Removing [tampon]... Leaving a large amount of the fibers inside of me [complication of device removal]. Tore - tampon [device breakage]. Case narrative: consumer reported via e-mail that tampon tore during removal. No serious injury was reported.